Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, attached files. Summary of event: as reported, an unspecified cook bird's nest vena cava filter was found to be fractured. There was no harm to the patient and no intervention was required. Per the reporter, additional information will not be provided by the customer. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; therefore, a device failure analysis could not be performed. A lot number was not provided; therefore, it is unknown if there were any non-conformances or other complaints on the lot. The product IFU states ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr and IFU suggests that there is no evidence that the complaint device was manufactured out of specification. There is no evidence of non-conforming product in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A medwatch report was received. No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Possible rpns for the device include: bnf-45, bnf-40-pb, bnf-75, or bnf-75-pb. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an unspecified cook bird's nest vena cava filter was found to be fractured. There was no harm to the patient and no intervention was required. Per the reporter, additional information will not be provided by the customer.